Manufacturer narrative:
(B)(4). Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needles bent on lot # 9337437. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needles bent) was captured and addressed. Investigation summary: customer returned (2) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 9337437. Customer states that the needles were bent. Both returned syringes were examined and no bent cannula was observed. Level a event no DHR or qn review is required. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that photos showed foreign matter on 2 syringe 0.3ml 29ga 1/2in 7bag 420cas jp needles. The following information was provided by the initial reporter: needles were found to be bent.